Event description:
It was reported that, "during a case, the wear and tear allegedly has caused the handle to break off and end piece that attaches to the reamer is bent. Wear and tear of an item used for 6 years."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.